Event description:
The customer reported that the fetal spiral electrode is causing bleeding lacerations on fetal head requiring repair. The device was in use at time event and it was reported that the patient has skin injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
H10: after further investigation it was determined that this report is a duplicate complaint. Please refer to mfg# 1218950-2022-00482 for complete investigation.